Event description:
In 2/96, a 14 y/o female sustained a gun shot wound to the femure. A 14 hole wide plate was used for repair. On 11/25/96, pt felt pain after stepping onto a bus. X-rays showed the plate broke at fracture site. On 12/5/96, a second surgery was performed to remove the broken plate and replaced with a 12 hole plate.